Manufacturer narrative:
On (B)(6) 2017: during a follow-up, the customer's clinical diabetes specialist reported the customer changed infusion set types resolving the occlusion alarm issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels were 499mg/dl on average and manual injections were administered to address the bg level. Supply changes were performed each time to address the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.